Manufacturer narrative:
G4: 18nov2019 b4: (B)(6). Per biomedical engineer the issue was resolved after touch screen calibration was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
The customer reported the unit wouldn't go on standby and the touchscreen was off. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.